Manufacturer narrative:
It was reported that "the patient informed us that the head or foot of the bed would not raise or lower by using the remote. Our delivery technician went to the patients home on (B)(6) 2026 to inspect the hospital bed. Upon inspection, we found that the cords were connected properly, and that the remote had power. We also plugged the motor into a different wall outlet and even tested it here in the office but it does not work." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the head and foot of the bed would no longer raise or lower when using the remote.